Manufacturer narrative:
The insulin pump was received with button error alarm due to corroded keypad traces. The insulin pump passed the displacement test, rewind test, basic occlusion test, occlusion test, prime teat and no delivery test.

Event description:
It was reported via phone call that the device alarmed button error and it had freezing buttons that are not working. The customer's blood glucose was 132 mg/dl. The customer stated a couple days ago, her blood glucose was 534 mg/dl.